Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cables were derailed. Upon removal of the instrument's housing it was discovered that one pitch cable was derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws remained tight. Failure analysis investigation also found that the distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .052 - .141 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the pk dissecting forceps instrument was noted to be loose. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.